Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1722103) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip vascular closure device (vcd) was prepared and introduced as prescribed. After the first resistance at the sheath, the balloon with the sheath was pulled against the vessel wall. Once there, the balloon lost pressure. There was no reported patient injury. Hemostasis was achieved with manual compression in thirty (30) minutes or less. Initially, this was a interventional peripheral procedure. A 6f sheath was used on the procedure. The vessel type was a femoral arterial. The balloon lost pressure at the second stop (arteriotomy). The black marker on the inflation indicator was fully exposed during prep. The stopcock was not opened when balloon was at arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. There was no force applied while shuttling down/retracting the device. It is unknown if a pre-procedure femoral angiogram was performed. There was pvd/calcium present. The patient's hospitalization was not extended as a result of the event. The patient has recovered. The device will not be return for evaluation.

Manufacturer narrative:
Additional information received indicates that the femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel had moderate tortuosity. The mynx vcd was prepped according to the instructions for use. 6f non-cordis sheath was used. As reported, the 6/7f mynxgrip vascular closure device (vcd) was prepared and introduced as prescribed. After the first resistance at the sheath, the balloon with the sheath was pulled against the vessel wall. Once there, the balloon lost pressure. There was no reported patient injury. Hemostasis was achieved with manual compression in thirty (30) minutes or less. Initially, this was an interventional peripheral procedure. The mynx vcd was prepped according to the instructions for use. A 6f non-cordis sheath was used on the procedure. The vessel type was a femoral arterial. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel had moderate tortuosity. The balloon lost pressure at the second stop (arteriotomy). The black marker on the inflation indicator was fully exposed during prep. The stopcock was not opened when balloon was at arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. There was no force applied while shuttling down/retracting the device. It is unknown if a pre-procedure femoral angiogram was performed. There was pvd/calcium present. The patient's hospitalization was not extended as a result of the event. The patient has recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with stopcock open as received. The sealant and advancer tube remained in their manufactured positions. The procedural sheath was not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a micro-tear in the balloon, approximately 3.5 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A device history record (DHR) review of lot f1722103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review, access site vessel characteristics (pvd/calcium present at the arteriotomy and loss of pressure at second stop) or sheath tip condition factors (although not returned) may have contributed to the reported event since a calcified vessel and/or a frayed sheath tip may cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.